Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced under delivery of insulin and high blood glucose level of 278 mg/dl. The customer¿s current blood glucose was 278 mg/dl. Customer was alleging possible pump under delivery. The customer treated with bolus and manual injections. The drive support cap was normal. The product was returned for analysis.